Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31724015l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced stroke like symptoms requiring prolonged hospitalization. After doing a left atrium procedure with the patient in general anesthesia, the patient was showing symptoms of a stroke while in the lab just after the procedure was done. The patient was sent for an acute computed tomography (CT) cerebrum scan which showed no signs of bleeding or thrombosis/embolism. Patient fully recovered and discharged the day after (the patient required extended hospitalization for observation). Additional information was received indicating the physician didn¿t suspect any bwi product malfunction. Other than that, she suspected a number of reasons for the stroke-like symptoms including low blood pressure during anesthesia, slow wakeup after being in general anesthesia for three hours, small air bubble during flush on the two sheaths, that she was using. Activated clotting time (act) was above 300.